Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient was stable.

Event description:
New information reported that post-paced t-wave oversensing was noted via a remote merlin.net transmission on (B)(6) 2019. Programming changes were discussed. The patient was asymptomatic.